Event description:
Appears atrial undersensing is causing device classiried false termination of some episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).